Event description:
It was reported that during a superficial femoral artery (sfa) stenting treatment procedure, stent dislodgement difficulties were encountered. The customer stated that, "the stent came off of the balloon when they were retracting the balloon after [the physician] decided not to use this size stent. Used another of a different size to complete procedure." The mid-sfa lesion was 80% stenotic and non-calcified. The physician did not predilate the target lesion. "The vessel was not tortuous, however, the physician did go up and over. The stent came off the balloon and had to be snared." No patient injuries or complications were reported. Patient status is reported as "fine".

Manufacturer narrative:
Device analysis: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for batch #7927188 found that the device met its material, assembly, and product specifications. The root cause of the difficulties experienced in the procedure could not be confirmed.